Event description:
It was reported that on (B)(6) 2026, a 10 mm amplatzer septal occluder was chosen was implant using a 7f amplatzer trevisio intravascular delivery system. During the procedure, the device was observed in cobra shape. It was notified that this was an off label aortic pseudoaneurysm case which involved multiple holes or defects to close. The procedure was completed successfully placing three devices 12mm amplatzer septal occluder, 13mm amplatzer septal occluder, and a 11mm amplatzer septal occluder. The deformed device was never released from the delivery cable while inside the patient. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.